Event description:
IV drip for pain therapy started at 15:30 pm in 2005 via pain management pump (pmp). Pump never registered any malfunction signals. Patient pain not controlled, so received a bolus every 30 minutes to one hour and drip rate increased. At 19:30, the pump alarmed as "bag infused"; however, instead of the entire 250cc gone from bag, only 125cc had infused. Staff thought the problem was related to the tube "slipping" in the machine. Pump removed and replaced.